Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardioverter defibrillator transmissions revealed multiple episodes of nonsustained right ventricular oversensing due to loss of left ventricular capture. It was noted that the patient was asymptomatic to the loss of capture event. Programming changes were made. The patient's condition was stable throughout the event.